Event description:
It was reported that during a lap sigmoid resection procedure, the surgeon noticed that the staple line was partially open. A suture was used to oversew the staple line prior to the next step of the procedure. The procedure was completed by oversewing the staple line. There was no patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for eval.